Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recent implantable cardioverter defibrillator (ICD) changeout procedure and the patient indicated that their old device "did not work well." The device was extracted and replaced. No patient complications have been reported as a result of this event.